Manufacturer narrative:
As reported, the powerflex pro 7mm x 4cm balloon ruptured below nominal pressure while in the external iliac artery during post-dilation. The case was completed with a non-cordis balloon of the same size. There was no reported injury to the patient. The lesions were in the iliac artery. The powerflex pro balloon was used for pre-dilation, then four smart stents were implanted. Additional information was requested; however, the information was not obtained after multiple attempts.the product was not returned for analysis as it was discarded. A product history record (phr) review of lot 82210776 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics, although unknown, may have contributed to the reported event. However, with the limited amount of information provided regarding lesion characteristics and without the return of the device for analysis, it is difficult to draw a clinical conclusion between the device and the event reported. According to the safety information in the instructions for use, ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, the powerflex pro 7mm 4cm balloon ruptured below nominal pressure while in the external iliac artery during post-dilation. The case was completed with a non-cordis balloon of the same size. There was no reported injury to the patient. The lesions were in the iliac artery. The powerflex pro balloon was used for pre-dilation, then four smart stents were implanted. The device was discarded. Additional information was requested; however, the information was not obtained after multiple attempts.